Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported by the company representative that a resident was on the alenti chair beside the tub when the tub was raised to help it drain. When the tub was listed the tub lip caught the bottom of the seat causing the alenti chair to tip and the client to fall to the floor. As a result of the fall the resident fractured her femur.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). It was reported by the facility health service manager that the resident was on the alenti chair beside the tub when the tub was raised to help it drain. The tub lip caught the bottom of the seat causing the alenti chair to tip. The incident was admitted to have been attributed to by a user error. The facility will be reviewing the workplace practices in january to avoid reoccurrence of that kind of incidents in the future. It was advised that there was another similar incident sometime in the past. The device was checked by an arjohuntleigh representative who found the device in perfect condition fully functional, therefore the device was up to the manufacturer specification at the time of the event. The instruction for use (IFU) warns and informs how to correctly use the device to avoid any hazardous situations. From the IFU (version active at the time of the distribution of the involved alenti 04.cd.02/7 from april 2004):warning! "Make sure the alenti is completely clear of all other devices, baths and furniture when being raised or lowered. Make sure the alenti is at least a foot away from the bath tub if the tub is being raised for any reason such as quicker drainage." When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti tip over). The trend observed for reportable complaints with this failure is currently considered to be low and stable. It is clearly indicated in the event description that the reason for the destabilization of the alenti was the fact that the alenti chair has caught an edge of the tub while lifting the tub. Therefore it appears there has been no technical deficiency with the device and that a use error and unfortunate circumstances caused the event, the most relevant use error being lack of the proper vigilance in the time of the lifting the tub and not making sure that the alenti chair is completely clear from the tub edge. Looking at the incident scenario it has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event and in that way contributed to the event. - attachment: [cover letter.pdf],